Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the repeated cuff airleak post intubation interfering with ventilation, so ett exchanged. It was presumed that it was cuff damage, but leak was identified at junction between pilot balloon blue tubing and ett. The event occurred immediately on use in hospital. The operator of the device was a health professional. The issue was solved by exchanging the device. There was patient involvement, but no injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.